Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s current blood glucose level was 461 mg/dl. Customer¿s blood glucose level was 292 mg/dl at the time of incident. The customer did not provide the symptoms regarding high blood glucose. The customer was mentioned motor error. Customer treated for high blood glucose level with insulin pump and bolus. The insulin pump will not be returned for analysis.